Event description:
It was reported the patient underwent lumbar cistern drainage on (B)(6) 2021, and the reported external lumbar drainage collection monitoring system was used. The original exposed part out of the body had a three-point mark (the mark length was 20cm), but only two points were left (the mark length was 15cm); and the four-point mark (the mark length was 25cm) was also faded and unrecognizable . As a result, the depth of the lumbar cistern tube couldn't be identified. Combined with the drainage situation, and considered that the continued indwelling may increase the risk of intracranial infection, it was removed. After removal, it was found that the drainage tube did not come off, but it was faded as described. Considering that the marking method was not reliable enough, the operations of disinfection, rubbing, and sticking of auxiliary materials could cause the color to fade.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.